Event description:
Upon follow-up it was confirmed there were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The treatment was able to be continued despite no flow measurement. As an alternative, an external flow measurement device was used with success. It was confirmed that the reported alarms did not result in any patient adverse events or the need for medical intervention. A sample was not being returned for evaluation, but the sensor box was being replaced.

Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. However, investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue.

Event description:
Upon follow-up it was confirmed there were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The treatment was able to be continued despite no flow measurement. As an alternative, an external flow measurement device was used with success. It was confirmed that the reported alarms did not result in any patient adverse events or the need for medical intervention. A sample was not being returned for evaluation, but the sensor box was being replaced.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a novalung console displayed technical failure alarms #206 and #208 while a patient was on extracorporeal membrane oxygenation (ECMO) support. The alarms occurred after seventeen days of ECMO therapy. Once the alarms started, flow measurement was not possible. The facility was able to clear the alarms for a period of two hours after cleaning and repositioning the flow sensor, but the alarms then reappeared. These steps were repeated and the alarms continued on-and-off intermittently, and the flow measurement reading was lost each time. The facility replaced the flow sensor, but this did not resolve the issue. They were unable to replace the sensor box because a spare was not available. They considered disconnecting the flow sensor and using an external flow measurement device. The patient remained stable throughout the events, with only the flow measurement being impacted. The serial number of the sensor box is (B)(6).